Manufacturer narrative:
The lot was manufactured from september 11, 2020 - september 14, 2020. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a leak inside the bag that contained sample. It was determined that the cause of the leak was an unclosed slide clamp on the tubing line and an untightened blue winged cap. To prevent the leak, the slide clamp was placed in the closed position the blue winged cap was also securely tightened. A functional leak test was then performed, and there were no issues noted. Based on the evaluation finding, the intermate sample was determined to be conforming product because no evidence of leak was found during the leak test when the device was properly used by closing the slide clamp on the tubing line after the device was filled and primed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was discovered during compounding by the customer¿s pharmacy prior to patient use. There was no patient involvement. No additional information is available.